Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device failed cutter lock verification, runs in safety, had a hole in the hose, a seal was protruding from the swivel and had low rotations per minute. Therefore the reported condition was confirmed. It was also observed that the pawls were damaged causing the device to run in safety. The issue with the damaged pawls is consistent with trying to run the device in the load position. The issue with the damaged pawls is consistent with trying to run the device in the load position. The hole in hose is due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The seal protruding from swivel is consistent with exerting extreme force on the swivel. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the device had a hold in the hose near the muffler, runs in safety, the seal was protruding from the swivel, failed rotational speed and the rotations per minute were below specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.